Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the intelligent shut down board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a precharge voltage error message. No pt injury was reported.